Event description:
Device was implanted on 6/7/84. The cylinders and pump were revised on 5/2/94. The entire device was removed from the pt on 11/6/96 due to fluid loss at reservoir tubing came apart. Another device was implanted. Add'l lot/ser no: 1091m 010.